Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced severe low blood glucose during the night. The emergency medical services were called for treatment. The customer reported battery life only lasting for one week. Blood glucose reading was unknown. The customer had a difficult time hearing the alarms on the insulin pump. The customer requested to have the insulin pump and sensors replaced. The insulin pump will not be returned for analysis.